Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the phacoemulsification handpiece got warm during sculpt phase of a surgical procedure. The details of the procedure and patient impact have not been reported. Additional information has been requested but not received.

Manufacturer narrative:
The phacoemulsification (phaco) handpiece (hp) was received and a visual assessment of the returned sample found no visual nonconformities. The returned phaco handpiece was connected to a calibrated centurion vision system, where it passed tuning, but displayed system message (sm) [u/s hp failure - handpiece voltage low (short circuit).], during a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. A temperature test was performed and the phaco handpiece was found to have an elevated hp shell temperature. Disassembly of the phaco handpiece revealed that the crystal stack was fused together, causing the observed failure mode and confirming the reported event of high temperature. The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. An internal investigation was opened to address this issue. Alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).